Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. The pt will follow up with a health care professional who manages his diabetes to adjust pump delivery settings. No conclusions can be made at this time.

Event description:
It was reported that the pt was treated at the ER subsequent to falling unconscious and experiencing low blood glucose levels. The pt felt that his insulin delivery settings may have been too high and will check with an hcp to adjust doses.